Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that on (B)(6) 2022, a new bag of versed was hung at 0202. The medication bag's total dose/volume was 100mg/100ml and the rate was set to run at 8mg/hr. By 0400, the entire bag of versed had allegedly infused. The nurse reported that the device alarmed ¿air in line". This was reported to bd representatives during their site visit. There was patient involvement but no harm ("no adverse reaction" reported). Although requested, additional information was not provided.